Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant attempt that the set screw was frozen in the closed position and the physician was unable to free up the set screw with the torque wrench. Additionally, the physician could not get the pin into the pace/sense port. The device was not implanted. No patient complications have been reported as a result of this event.